Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/18/2015 with the following findings: evaluation revealed that the last basal delivery was on 11/20/14. The reported date from (B)(6) 2013 is overwritten, no delivery interruption is observed. The tdd adds up and reflects the programmed basal rate target. The display screen contrast is dim and reddish. The battery compartment is cracked below the finger pad. The piston was unable to detect the cartridge upon the first load attempt. The pump failed fs reading test. The pump was opened and disassembled, contamination was found underneath the shim plate. Fs resistance reading is above specifications at 75k ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and dim, reddish display. This report is made based on results of investigation completed on 11/18/2015.